Event description:
It was reported that the insulin cartridge inside the ilet pump fractured while in the user¿s pocket, with visible broken glass, white residue, and a broken connector exposing the needle, and the user subsequently attempted debris removal and a supply change for a rewind; the device component involved was the reservoir. Customer care provided support that included communication with the user and coordination of replacement device logistics. Investigation of this case revealed a stress-related problem consistent with a fracture of the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.